Manufacturer narrative:
Of the 25 allegations of a malfunction, 77 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a damaged display screen and moisture ingress. During investigation for unrelated complaints, there were 14 additional failures founds. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 25</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-80 years of age and between 34 and 212 pounds. Of the reported patients, 7 were male, 17 were female, and 1 0 were unknown.